Manufacturer narrative:
Pump received with an unresponsive keypad at the "back" and "down" buttons due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify device heating up due to keypad anomaly. P-cap/reservoir locked properly in place. Pump received with pillowing keypad overlay. Pump received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that battery compartment was damaged. Battery compartment was overheating, tiny little gripper was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.